Event description:
Nurse was about to administer insulin to a patient when he noticed that the needle insulin syringe he was about to use was rusty. Took another insulin needle syringe and saw that it looked okay but left rusty flakes in the insulin bottle hub. Nine out of ten needle insulin syringes (with the same lot number) inspected were rusty.what was the original intended procedure?subcutaneous insulin injection.device #1is this a laboratory device or laboratory test?no.